Event description:
Additional information received from the consumer reported that the patient had the device implanted in (B)(6) 2015 as a replacement, but it was defective, so they had to replace it again in (B)(6) 2015.

Event description:
It was reported the patient¿s device was not working right. The patient noted the rate was stuck at 100 however they felt it drop to 60 or 70. The patient synced with the implantable neurostimulator (ins) and saw the rate was at 100 and when they tried to increase it they saw the ¿upper limit reached¿ message. They noted that they usually have the rate set at 120-130. When the rate dropped the patient felt a ¿jabby¿ sensation. The problem started on the day of the call. The patient only has one group and one program. The patient met with their manufacturer representative and the manufacturer representative stated the patient assumed it was because of postural changes. No intervention or outcome was provided however additional information has been requested. If received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported she had her (B)(6) 2015 revision done, because the device system (sn: (B)(4)) was "over 20 years old." The patient stated the hcp wanted to swap out her old device components for newer product. No allegation was made against this previous device. The patient stated after the revision the hcp told her she had scar tissue. The patient stated the battery implanted in (B)(6) 2015 (sn: (B)(4)) was "defective" so she had a battery change out in (B)(6)2015. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# va0lt72, implanted: (B)(6) 2015, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).